Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reports button non-functional; could not feel any tactile confirmation of his button presses. Patient again replaced pump battery while on the phone, pump completed its self test, but again there was no response to any of his button presses. No adverse event alleged. A request was made for the return of the device.